Event description:
It was reported that the patient presented for a device implant procedure on (B)(6) 2021. During the procedure, the left ventricular lead dislodged and could not be repositioned. The lead was removed. The patient was stable.